Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a moderately tortuous and calcified lesion, located in the proximal left anterior descending artery, exhibiting 100% stenosis (cto). There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. The lesion was pre-dilated. There was no resistance advancing the stent. It is reported that the stent would not cross the lesion. The stent was removed but resistance was encountered during removal from the guide catheter, and when removed the stent had a bent strut. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the device returned with a kink evident along the hypotube, 21.6cms proximal to the guidewire entry point. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 10th and 11th stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.